Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-06266. All information can be found under manufacturer report number 1416980-2022-06266. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Device manufacturer address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked intravenous heparin. The leak was coming at the valve, flat disc below the drip chamber. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.